Event description:
Incident as reported: lap pt inguinal hernia - "dr (B)(6) made first stick with ctr03, direct optical approach. Upon entry into the abdomen, he noticed an injury to the small bowel which he fixed with suture. Patient is doing well." Type of intervention - dr. (B)(6) repaired injury with a suture.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to the manufacturer for review. A device history report of the incident is to be conducted and a follow-up report will be sent within 30 days or upon completion of the evaluation.